Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. The patient also reports the pods adhesive was loose so they had applied a pod pal. As treatment, the patient administered insulin and applied a new pod.

Manufacturer narrative:
The device was received deployed. Cracks were observed on the top housing. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. The adhesive pad was returned with the device. The adhesive pad and welds were inspected, and no abnormalities were found. The cause of the reported adhesive failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged.